Event description:
It was reported that an inflatable penile prosthesis (ipp) pump was tried but not used during an implant surgery because the pump was dimpled. The surgery was completed using another ipp pump. It was further reported that the dimpled pump was first noticed during the surgery. The patient was doing well following surgery.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of collapsed pump was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that an inflatable penile prosthesis (ipp) pump was tried but not used during an implant surgery because the pump was dimpled. The surgery was completed using another ipp pump. It was further reported that the dimpled pump was first noticed during the surgery. The patient was doing well following surgery.